Event description:
Procedure type: colon resection. According to the reporter: at the first firing on ileum, the cartridge knife slid but no staple deployed. Then it could not fire and the doctor confirmed that the ileum was open. For the recovery the concerning part of cut edge was sutured. New sulu was opened to continue the case. Firing with grasping nothing in the jaw prior to use, confirmed that staples were equipped in it. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations.

Manufacturer narrative:
(B)(4).